Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) had a hole in the scissors. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no signs of thermal damage at the site of the hole. No arcing was observed during the procedure. It was possible that the instrument collide with another instrument or tool during the procedure, the damage result in a fragment falling into the patient¿s anatomy. There was no patient injury reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there does appear to be a black discoloration on the top blade of the scissors, but from the angle of this image, it cannot be confirmed if there is pitting.